Event description:
The customer reported two (2) false positive results using the determine hiv 1/2 ag/ab combo test performed with serum samples on unknown dates. This report addresses patient two (2) of two (2). The customer reported a false positive result using the determine hiv 1/2 ag/ab combo test performed with a serum sample on an unknown date. No information regarding confirmatory testing or testing with a second method or device was provided. The customer reported that the patient was in labor and was started on anaphylactic treatment. Although requested, no information regarding patient outcome was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Abbott medical affairs was consulted for a medical evaluation in regard to the reported anaphylactic treatment and indicated that it is not a standard of care for pregnant women during labor, unless the patient suffered an anaphylactic reaction, which the customer did not report. To perform the determine hiv 1/2 ag/ab combo test using a serum sample, there is no direct contact between the patient and the test materials. So, any anaphylactic reaction would not be related to the performance of the test. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results using the determine hiv 1/2 ag/ab combo test performed with serum samples on unknown dates. This report addresses patient two (2) of two (2). The customer reported a false positive result using the determine hiv 1/2 ag/ab combo test performed with a serum sample on an unknown date. No information regarding confirmatory testing or testing with a second method or device was provided. On 24 mar 2025, the customer reported that the patient was in labor and was started on art at the time of labor. Although requested, no information regarding patient outcome was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Corrections: b5 - describe event or problem: event updated to include new information that the patient was on art, instead of anaphylactic treatment. H6 - adverse event problem; component code: added component code. H10 - related report numbers: went from na to blank. H11 - additional mfg narrative: removed the abbott medical affairs consultation as the customer provided information that the patient was on art, instead of anaphylactic treatment. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000946267, device part number 10732998 / lot 0000946267. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported two (2) false positive results using the determine hiv 1/2 ag/ab combo test performed with serum samples on unknown dates. This report addresses patient two (2) of two (2). The customer reported a false positive result using the determine hiv 1/2 ag/ab combo test performed with a serum sample on an unknown date. No information regarding confirmatory testing or testing with a second method or device was provided. On (B)(6) 2025, the customer reported that the patient was in labor and was started on art at the time of labor. Although requested, no information regarding patient outcome was provided.